Event description:
It was reported that prior to an unknown procedure, tyvek is cracked. No further information is available; another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the (B)(4) package was visually inspected and the complaint event, cracked tyvek, could not be confirmed. The tyvek was verified to be intact and undamaged. The flange of the blister in the center of one long side did appear to be affected by the handling as it flexed more easily than the rest of the blister flange. The carton had some corresponding compression damage. The package seal appeared to have tyvek partially detached from the blister flange in the same area as if the stress of flexing the flange pulled the tyvek up and away from the flange. The package seal was dye tested per (B)(4) to determine if the seal was intact. The dye flowed into the parabola shaped area where the seal was partially loosened, but did not penetrate the seal. The narrowed seal area width was measured at 4/32 inches which meets minimum seal requirements. The package met minimum quality requirements for package integrity and complaint event is not confirmed. Lot history records for (B)(4), product code (B)(4), were reviewed. No protocols, defects, or non-conformances related to complaint issue were noted. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was the crack in the tyvek all the way through, thus compromising the sterility? Yes, the customer was afraid that the sterility of the device might be compromised by the crack and therefore he used another device to perform the procedure.